Event description:
It was reported that the camera head had a disconnection issue. The issue occurred during preparation for use. The procedure was a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to make a correction. Corrected fields: d9 - (yes), h3 - evaluation summary attached (yes), h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a disconnection issue. The issue occurred during preparation for use. The procedure was a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It is likely the disconnection issue was caused by cable buckling. There was a color bar display due to the disconnection at the connector stress boot. Scratches on cables were flooding. According to the investigation, it is likely that the equipment failed due to flooding from the damaged cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.